Manufacturer narrative:
This report is being filed on an international product, list number 08p13-77 that has a similar product distributed in the us, alinity I stat high sensitivity troponin-I, list number 04z21, with 510k/PMA/bla number k202525. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I results generated by the alinity I processing module for a female patient. The following data was provided: customer¿s reference range: 0.026 g/l sid (B)(6): alinity I stat high sensitive troponin-I results = 0.07 g/l, 0.236 g/l, 0.0007 g/l results from other samples (serum) = 0.0005 g/l. The customer believes the result of 0.0007 g/l is correct for this patient. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 79329ud01. A device history record review did not identify any nonconformances, potential nonconformance or deviations associated with the complaint lot number. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for the complaint lot(s) are within the established limits and comparable to the historical reagent lot performance. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 79329ud01 was identified.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I results generated by the alinity I processing module for a female patient. The following data was provided: customer¿s reference range: 0.026 g/l sid (B)(6): alinity I stat high sensitive troponin-I results = 0.07 g/l, 0.236 g/l, 0.0007 g/l results from other samples (serum) = 0.0005 g/l. The customer believes the result of 0.0007 g/l is correct for this patient. No impact to patient management was reported.